Manufacturer narrative:
Event date: estimated as event date is unknown.

Event description:
Reported via social media. It was reported that death occurred. A left atrial appendage (laa) closure procedure was being performed. At an unspecified point during the procedure, the watchman device broke off inside the patient and the patient died.